Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The customer observed a bent infusion set cannula. The blood glucose reading was over 600 mg/dl and the blood glucose reading could not be registered on the glucose meter. She complained of thirst, urination, headache, and blurred vision. She observed hardened tissue at the abdomen area. She treated with a manual injection. Nothing further reported.